Event description:
It was reported that the pt started to hear soft and intermittent signals from the implant, since 2003. That same month, the pt reported not being able to hear at all. Telemetry showed 'poor coupling' when checked in 2003. The external parts were replaced but the pt was still unable to hear. A CT scan was performed the following day but no abnormal findings were shown.